Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-67933 is a concomitant. Please refer to manufacturer report number 2016493-2025-67896, which captured the correct suspect device per investigation report.

Event description:
It was reported that dextrose 10% infusion 250ml was started at 50ml/hr. The "d10"(dextrose 10%) drug profile was reportedly not available in guardrails drug library (data set configured by the hospital) so the user programmed the infusion under "d20" (dextrose 20%) drug profile. The user reportedly overrode the guardrails alert limits (over 30ml/hr. Rate). It was reported that the customer's investigation revealed that the pcu had the data set from (B)(6) 2022. The device was then exchanged with a pump that has an up-to-date data set, and it had the d10 drug profile. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that dextrose 10% infusion 250ml was started at 50ml/hr. The "d10"(dextrose 10%) drug profile was reportedly not available in guardrails drug library (data set configured by the hospital) so the user programmed the infusion under "d20" (dextrose 20%) drug profile. The user reportedly overrode the guardrails alert limits (over 30ml/hr. Rate). It was reported that the customer's investigation revealed that the pcu had the data set from august 4, 2022. The device was then exchanged with a pump that has an up-to-date data set, and it had the d10 drug profile. There was patient involvement but no harm.